Event description:
It was reported that the balloon guide catheter (subject device) ruptured during a stroke case. There were no reported clinical consequences to the patient. No additional information was received.

Manufacturer narrative:
The subject device has not been returned.